Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: needle fragmented. Probable root cause: design: nserter tips not sharp enough; inserter tips not long enough; inserter design insufficient for forces encountered during use; inserter material selection insufficient (too weak). Application: excessive force applied to inserter (g5); pathology such as schlerotic bone that may thicken/harden the cortical layer. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that when the iconixspeed was driven into the rotator cuff, the needle portion of the inserter broke off. The broken part has not been removed. The doctor decided to remain the broken part in the patient body. Procedure was completed successfully.

Event description:
It was reported that when the iconixspeed was driven into the rotator cuff, the needle portion of the inserter broke off. The broken part has not been removed. The doctor decided to remain the broken part in the patient body. Procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.